Event description:
Patient had the device implanted one year ago. Recently patient had low flows on device, clammy and pale with low bp, and acute drop in hemoglobin/hemacrit. The patient was admitted for concerns that the lvad was failing.